Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 02feb2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding, cardiac arrhythmia, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had bleeding. Patient had blood loss anemia during index procedure for hm3 (heartmate 3) implant. Five units of red blood cells, two units of cryoprecipitate antihemophilic factor (cryo) and two units of platelets were given intra-operative chest left open. Patient was taken back to the or (operating room) the following day for chest washout and closure, and extracorporeal membrane oxygenation (ECMO) reconfiguration. Patient transfused and additional one unit red blood cells on (B)(6) 2021. Additional information stated that on (B)(6) 2021 patient went into atrial fibrillation (a-fib) with rapid ventricular rate(rvr). Amiodarone and mg (magnesium) were given. Patient eventually converted back to normal sinus rhythm (nsr). On (B)(6) 2021 , patient attempted to transition to po (by mouth) amiodarone. Patient went into a-fib. Amiodarone by drip was restarted and patient converted to nsr. On (B)(6) 2021 patient was transitioned to oral amiodarone. On (B)(6) 2021 , the bleeding resolved. There were no diagnostic testing or results. Arrhythmia did not result in clinical compromise. Arrhythmia did not exist prior to vad (ventricular assist device), and patient had no ICD (implantable cardioverter defibrillator) implanted. It was also noted that right ventricular (rv) dysfunction was noted on echo after initiating lvad (left ventricular assist device) support on (B)(6) 2021 . The decision was made to place patient on rvad (right ventricular assist device) support as well. Rvad speed 3500 rpm, flow 3.2, hm3 speed 5000 rpm, flow 3.9.